Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0216368248, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that they had experienced poor leg mobility. The patient further reported that they had a ¿weird neurological condition¿ and wanted to have an MRI. Details regarding MRI restrictions were requested. The patient reported they had already turned off their device; the patient was then redirected to their healthcare professional (hcp) or a hospital emergency department. The hcp met with the patient and later reported through a rep that the patient had fallen and her left-sided ¿leg weakness began soon after the fall.¿ x-ray imaging of the lead location on the patient¿s right side was performed and the lead ¿appeared to be in the correct position and had not appeared to have moved.¿ the hcp noted the patient¿s implantable neurostimulator (ins) was in the patient¿s left side and the hcp ¿doubted that it would have caused any issue, but planned to see the patient on (B)(6) and had offered to relocate the ins.¿ the patient ¿declined his offer¿ at that stage and reported she was ¿happy with the location of the ins.¿ the patient refused to meet with a rep and instead indicated that she had a surgeon who would be able to test her device. There were no further complications reported or anticipated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.